Manufacturer narrative:
The returned device was evaluated and internal corrosion was noted in the received pod, mainly on the pcb assembly. All the three batteries were measured to be low. So, the pod data download was attempted by powering pcb using an external power supply. But the pod did not connect to the master pdm and data could not be downloaded. No determination could be made on insulin delivery or hazard alarm generated during operation, without the pod download data. During leak test, fluid was found leaking through a tear on the unexposed portion of soft cannula. This internal fluid leakage was the source of corrosion inside the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours their blood glucose level had rose to 422 mg/dl.